Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had no pacing output at end of life. Patient has not been seen in follow up since 2008. The device was explanted and replaced. No patient complications were reported as a result of this event.